Manufacturer narrative:
H3: one device was returned for repair in new condition. The reported problem was duplicated, as the downstream occlusion (dso) seal was found to be peeling off. The device has not been serviced in the past. The dso seal was reglued with adhesive mr-3000 to correct the primary problem.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was peeling off. The reporter requested replacement instead of repair. Per reporter, this event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.